Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-feb-21. The patient had a replacement on (B)(6) 2019. The patient¿s weight at the time of the event was unavailable. The cause of the battery reaching end of life (eol) prior to 9 years was because the battery was overdischarged and had multiple discharges. The explanted components would not be returned as it wasn't needed. This information was confirmed with the physician/account. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient is going to receive a replacement and is moving to an MRI safe system. The patient is at end of life (eol) but the rep was unsure if it was due to multiple overdischarges. The rep inquired about labeling on how to remove a lead so technical services reviewed that this would be up to the surgeon and based on the patient¿s situation. The event date was asked but unknown. No further complications were reported/are anticipated.